Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure; the tip of the device fell off inside the patient. The tip was retrieved and there was no harm to the patient. It is not known how the procedure was completed. There were no adverse patient consequences reported.